Event description:
During an atrial fibrillation pfa procedure, after inserting the volt catheter into the sheath, while aspirating, air was drawn in through the valve. The catheter was removed and aspiration was able to be done with no air. It was attempted to reinsert the catheter but this was not possible. It was thought this was due to a damaged hub. The sheath was replaced which resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.